Event description:
The user removed the catheter with difficulty. The user believed that the catheter adhered to vessel. The catheter was removed successfully.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rexj1234 showed no other similar product complaint(s) from this lot number.